Manufacturer narrative:
The initial MDR 2432235-2017-00247 was filed on march 31, 2017. The initial MDR states that siemens was investigating the event. When the customer contacted the siemens customer care center (ccc), the ccc specialist instructed the customer to check the reagent bottles on the instrument. The customer then discovered that the cleaning fluid bottle had not been removed from the instrument after the cleaning procedure. The ccc specialist instructed the customer to replace the cleaning fluid bottle with the water bottle and perform cleaning with water only, which resolved the issue. The cause of the discordant results was bleach contamination due to the operator leaving the cleaning fluid on the system. This system is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens is investigating the event.

Event description:
Discordant, brain natriuretic peptide, free thyroxine and ca128 results were obtained on patient samples on an advia centaur cp instrument. The same samples were repeated on the same advia centaur cp instrument, resulting within the patient's expected clinical range. The customer reported out the repeat results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, brain natriuretic peptide, free thyroxine and ca128 results.